Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply to correct the finding. Extended self testing and applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power supply.